Event description:
Customer reported that he is having more high and low blood glucose levels since using the insulin pump, but he thinks it may be him just getting used to the device. Last night, customer inserted a new infusion set and didn't realize the cannula was not inserted. His blood glucose went up to 500 mg/dl after dinner. Customer had another issue where the infusion set came out after a day. Customer noticed it was out when his blood glucose went high. Customer's last blood glucose was 60 mg/dl. He stated he thinks he is low from trying to correct for his high of 500 mg/dl from last night. He stated his sensor reading is 103 mg/dl. Customer declined speaking with the help line. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).